Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 331 mg/dl and 147 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
"Other relevant history..." Was not obtained from the patient. It was unknown if the initial reporter sent report to the FDA.